Manufacturer narrative:
(B)(4). An analysis was performed and the results are as follows: the spectra cylinder was visually inspected and functionally tested. The cylinder has holes in the outer tube that are the result of a sharp instrument. The cylinder is functional.

Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to patient dissatisfaction. The cylinders were too large. The 12 mm by 16 cm cylinders were replaced with 9.5 mm by 12 cm cylinders. The device did not work properly and caused discomfort. No further patient complications reported in relation to this event.